Manufacturer narrative:
Event of the initial 30-day FDA 3500a report cited 18 december 2018 as the date that the leica applications specialist (fss) received information that "10 samples unable to be diagnosed". The actual date is 27 december 2018.

Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "factory 2hr xylene standard" protocol comprising 151 cassettes, which started in retort a at 19:22pm on (B)(6) 2018 and completed at 01:00am on (B)(6) 2018. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during, execution of the "factory 2hr xylene standard" protocol started in retort a at 19:22pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 19:22pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On (B)(6) 2018, leica biosystems received a complaint of "underprocessed specimens" from a processing run in retort a comprising approximately 150 cassettes, which completed at 12:00pm on (B)(6) 2018. On (B)(6) 2018, a leica field service engineer (fse) visited the laboratory in order to assess the operation and function of the instrument. The fse performed scheduled preventive maintenance. No issue(s) with instrument performance was identified; and the results for the system verification tests performed were satisfactory. On (B)(6) 2018, a leica applications specialist (fss) contacted the laboratory by telephone in order to provide applications support in association with this event. The fss documented that: "customer measured concentrations after incident and all were fine...of the original 151, 94 samples were reprocessed. This resulted in overprocessed tissue. 10 samples unable to be diagnosed. Customer did not provide details on those cases. Customer performed test runs and put the instrument back into use prior to notifying leica. Unit was functioning as expected when arrived." The fss also documented that re-biopsy of 10 cases had been recommended. Patient identifiers for the 10 undiagnosable cases were requested by the fss during a telephone conversation with the complainant on (B)(6) 2018. The complainant declined to provide the information requested.